Manufacturer narrative:
The reported oad was received for analysis. The driveshaft was observed to be damaged and deformed, with a fracture located at the distal edge of the crown at the weld location. Scanning electron microscopy was performed and identified fatigue striations at the site of the driveshaft fracture. Driveshaft flexing at the weld location can initiate a fatigue failure. Although the exact root cause of the fracture is undetermined, it is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in tortuosity or resistance which pushed the driveshaft into a tight bed shape. At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced using glideassist to a highly calcified, 95% stenosed lesion in the circumflex. Despite proper technique, the oad was observed to jump forward during the first and second treatment passes. During the third treatment pass, the oad was again observed to jump, and when the device was returned to the proximal position it was noted that the tip had become detached. The device was removed from the patient and it was confirmed that the distal end was no longer attached. As the physician was concerned that the device fragment was stuck, a second wire was advanced down the vessel and balloon angioplasty was performed next to the oad fragment. The oad fragment remained on the viperwire guide wire and both were removed from the patient. The lesion was then stented and there were no patient complications reported.